Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device was "heating up while burring." The device was being used during a "tympanoplasty." There were no injuries reported. There was no additional information provided.